Manufacturer narrative:
Updated blocks: b5 and h6

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the valve on the aortic discharge suction line was not working. As mitigation, the valve was removed and a fitting was added to the line. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Please disregard the previous reports submitted related to this complaint. Additional information was received that the reported issue occurred during setup/during prime and therefore had no patient involvement and no reasonable potential to cause patient harm or a serious incident.